Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the programmer¿s stylus was unable to be cali brated. The stylus was replaced and calibrated. Analysis also noted that the power cord bay assay latches and the keyboard hinges were broken. The hard drive was reconfigured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The device has been returned for service. There was no patient involvement.